Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that the smart remote manager was not lining with the refrigerator door. A field service engineer (fse) adjusted the housing and hasp for alignment to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, smart remote manager had not lined up properly with the refrigerator door. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the generic bd pyxis¿ medstation¿ es, smart remote manager had not lined up properly with the refrigerator door. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.